Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 423 mg/dl. Troubleshooting found that the customer has issues with the tape not sticking and advised customer on taping technique and how to improve adhesion. Customer declined further high blood glucose troubleshooting. No further details given.